Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the certas plus valve was implanted on (B)(6), 2020 into a (B)(6) year-old male patient for idiopathic normal pressure hydrocephalus (inph) with a setting of 6. On (B)(6), 2020, the patient presented with inph symptoms and imaging indicated a thin subdural. The valve setting was increased to on (B)(6), 2021, the patient once again presented with inph symptoms after having a fall. The valve was then set to (virtual off) for 24 hours and then changed back to between (B)(6) 2021 gradual improvement was noted. On (B)(6), 2021, the patient was re-admitted for symptoms of inph. On (B)(6), 2021 there was significant deterioration and over drainage was suspected despite the valve setting at on (B)(6), 2021 in the morning the valve setting was changed to (virtual off) and at 2pm the valve was explanted and replaced with the certas plus inline small valve with siphon guard (828814 lot 3906330). An icp microsensor was also implanted.

Manufacturer narrative:
The certas valve was returned for evaluation. Device history record (DHR) - the product code 828810 with lot 3931111conformed to the specifications when released to stock. Failure analysis: the position of the cam when valve was received was at setting 8. The valve was visually inspected; some biological debris was noted. The valve was hydrated. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer was probably due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no functional issues were noted.

Event description:
N/a.